Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: skin irritation cutaneous contour deformity, neurological deficit / dysfunction. Concomitant products: left-mentor memorygel, 600cc silicone breast implant, catalog number: 3507325bc, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor memorygel, 600cc silicone breast implants which the patient reported strong pain, cannot sleep at night, burning hot, itchy in the right side after implantation. Patient indicated that she had done MRI examinations with no diagnosis as of this report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.